Manufacturer narrative:
Block h6: imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f2303 captures the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was implanted in the dorsal pancreatic duct to treat a suspected acute recurrent pancreatitis with pancreas divisum, during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. On (B)(6) 2024, the patient experienced post-ercp pancreatitis. The patient was admitted to the emergency department and was given intravenous (IV) fluids and medication for pain management. The stent remains implanted. In the physician's assessment, it is unknown if there was a relationship between the patient's pancreatitis, the stent and/or the procedure.